Event description:
Reportedly, the patient included in apollo study code: espval1lini01006 suffered from inappropriate atp due to af. The patient was asymptomatic

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The review of provided data highlighted inappropriate atp delivery during atrial fibrillation. The ventricular cycle lengths are unstable most of the time leading to atrial fibrillation diagnosis. At a certain time, the cycle lengths become stable and the device doesn¿t detect any long cycle. Therapy is delivered. No general malfunction is suspected on the device.

Event description:
Reportedly, the patient included in apollo study code: espval1lini01006 suffered from inappropriate atp due to af. The patient was asymptomatic.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.